Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to the lcd having a cut flexible pcb, causing the screen to have no display. The monitor was unable to pass detect and treat testing. The root cause of the cut pcb cannot be positively identified. There was no adverse event that resulted from the damaged monitor.